Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that in 2007, she was walking to the library when her blood glucose dropped into the 50's mg/dl and she fell and broke her ankle. She is currently in the hospital due to the fall. The patient stated she had been very active and that had caused the insulin reaction. The patient is still using her insulin infusion device while in the hospital. Repeated further attempts to contact the patient for follow-up were unsuccessful. No product was requested to be returned for evaluation.